Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported clip open while locked (cowl) was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. An xtw clip was inserted and deployed on the mitral valve. However, after removing the lock line, the clip opened to roughly 5-10 degrees. It was noted the clip remained stable on the leaflets. Mr was reduced to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.